Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2016; 419488 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing on the right atrial (ra) lead during atrial flutter. Ra lead reprogramming was planned and it remains in use. No patient complications have been reported as a result of this event.